Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up for episodes of tachycardia. Upon interrogation of the pacemaker, it was discovered that the device exhibited false episodes of tachycardia due to atrial and right ventricular lead noise oversensing. The device had stored episodes of pacing mode switch and noise reversion and it was determined that the events were caused by true lead noise anomalies. There were no patient symptoms and the patient was in stable condition. The physician elected to continue to monitor the patient. No changes were made. Related manufacturer reference number: 2017865-2019-15030.